Event description:
The user reported a leak of an unspecified solution at the drip chamber joint during use. No add'l info was provided. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of leakage at the drip chamber joint was confirmed. The cause of the leak was identified as insufficient application of solvent at the affected joint during the mfg process. The device history record was reviewed and no quality issues were noted during production build for the lot number reported.